Event description:
Baxter mexico reports in addition to minicaps being dry, some minicaps were noted to have no providone iodine. Custoemr reports sponges were yellow to white in color. Noted prior to use. No pt injury or medical interventional reported.

Event description:
Baxter mexico reports minicaps with insufficient betadine. No further info available at time of this report.